Event description:
Noticed white floor material in my (B)(6) son's CPAP mask. Material was not from filters. Contacted CPAP machine MFR - informed machine is not on recall. Contacted local med., supply company to ask for them to inspect machine - told machine not on recall. Contacted ear, nose, throat dr who wrote us a new prescription. (B)(6) y/o son's required CPAP machine "(dream station ii)" mask had white fiber in the mask (like the other CPAP machines that are recalled.) Contacted the MFR and told our machine was not on recall. Contacted the local medical supply in (B)(6) and ask them to review the machine they told us the machine was not on recall. Contacted our ent dr to help us. Now filing this complaint. We need a reliable, CPAP machine.